Manufacturer narrative:
(B)(4). The customer reported that the alarms on their philips obtv system were not functioning. Based on available info, the customer was given info on how to configure and set up the web client. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarms on their philips obtv system were not functioning.